Event description:
It was reported that the handpiece began overheating during an orthopaedic surgery. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was a corroded rotor and worn blade mount and front housing. Those parts were each replaced along with the motor, bearings, and other components. Service repaired and returned the device to the customer.